Event description:
It was reported that on insertion of an intraocular lens (iol) into the patient¿s eye the optical plate of the lens was not intact. The lens was removed and another lens was implanted. The surgical time was extended and a suture was placed. Additional information was requested.

Manufacturer narrative:
The device was not returned for evaluation. Additional information regarding the event was requested, but not received. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.